Event description:
Reportedly, the physician performed several atrial stimulations through the nips screen (non-invasive programmed stimulation or electrophysiological studies, a feature used here to reduce an atrial arrhythmia). One asynchronous ventricular pacing spike was delivered systematically after the last atrial stimulus. On the printouts, it appeared that the ventricular pacing pulse was delivered 1000ms after the previous atrial pacing pulse.

Manufacturer narrative:
February 24, 2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Method: review of the electronic data and files received. (B)(4). Conclusion: the pacemaker and the programmer software operated as specified. There was no consequence for the pt. The pacemaker can remain implanted without further action.